Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the during downstream occlusion testing, the device alarmed at less than 9 psi. The failure was traced to a defective downstream occlusion sensor. There was no patient involvement and harm.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a separated upstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor being out of calibration. As a result, the downstream occlusion sensor was recalibrated, and the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.